Manufacturer narrative:
Updated data: b5. Second paragraph added. H6. Eval code method, eval code result, eval code conclusion: a device history review for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. No valve implantation procedure images were available for medtronic review, and the valve remained implanted; no product analysis could be performed. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device instructions for use. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic bioprosthetic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the limited information available, a conclusive root cause could not be established. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that approximately 3 years and 5 months following the implant of this transcatheter bioprosthetic valve the patient died due to an unknown cause in a residential care home. The patient had been seen for the 3-year follow-up approximately 5 days prior to the reported death. A transthoracic echocardiogram (tte) had not been performed at that time. However, new york heart association (nyha) functional class ii was noted. No further information was reported. Additional information was received from the physician that neither the valve nor the procedure to implant the valve were contributing factors in the patient's death. It is unknown if an autopsy was performed.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Age was estimated based on age at the time of the valve implant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 3 years and 5 months following the implant of this transcatheter bioprosthetic valve the patient died due to an unknown cause in a residential care home. The patient had been seen for the 3-year follow-up approximately 5 days prior to the reported death. A transthoracic echocardiogram (tte) had not been performed at that time. However, new york heart association (nyha) functional class ii was noted. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.